Event description:
The infusion device was returned, and the first level investigation unit detected the buttons do not function. The infusion device will be sent to the manufacturer for evaluation. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.